Manufacturer narrative:
(B)(4). Additional concomitant medical products: 00801804001, versys femoral head, lot: 62032157; 00630505840 liner standard 3.5 mm offset 40 mm i.d. For use with 58 mm o.d. Shell lot:62251692; 00620205822, trabecular metal modular acetabular system shell, lot: 62196424; 00785701400, versys femoral stem, lot: 61779355; 00625006530, self-tapping bone screw, lot: 62326336; 00625006530, self-tapping bone screw, lot: 62318805; 00785901300, distal centralizer, lot: 61834123. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a bilateral patient underwent right total hip arthroplasty and is experiencing pain and a popping feeling/noise. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.